Manufacturer narrative:
(B)(4). The device history review for the product hemoclip ti ml 10/cart 160/box, lot #73d1500378 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips could not be closed properly it was misaligned. As a result, a new unit was used instead. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) hemoclip ti ml (B)(4)/cart (B)(4)/box for investigation. One clip was returned without its original packaging. It was visually examined with and without magnification. Visual examination of the returned clip revealed that the sample was closed and slightly misaligned. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection could not be performed based upon the condition of the sample received. The clip was returned close. The clip cannot be reopened to test for closing alignment with proper appliers. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as other remarks: it could not be determined what caused the clip to become misaligned since the applier was not returned. The reported complaint of "closed clip misaligned - pretest" was confirmed based upon the sample received. The returned clip was received closed and slightly misaligned. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since the appliers were not returned, the root cause for the misalignment of the clip could not be determined. No further action will be taken.

Event description:
The clips could not be closed properly it was misaligned. As a result, a new unit was used instead. There was no reported patient injury.